Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The patient's implantable cardioverter defibrillator (ICD) exhibited battery depletion and was explanted and replaced. The lead was difficult for the physician to revise so the physician opted to keep replacing the device as necessary. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).